Manufacturer narrative:
Device analysis two still images and two videos received for analysis. Image 1 depicts the distal end of a valiant captivia delivery system and image 2 shows the proximal end. The tapered tip is connected to the inner peek tubing, which has detached from the delivery system. The first video depicts a valiant captivia delivery system on a table with the inner tubing and tapered tip detached from the device and no deformation is evident along the graft cover. The external slider appears in the home position and the tip capture release handle is locked. The second video shows the detached inner peek tubing and tapered tip held in gloved hands next to the valiant captivia delivery system. Film analysis conclusion the reported detached tip and removal difficulties could not be confirmed based on the pre-implant imaging provided; therefore, the cause of the event could not be determined. Procedural angiograms demonstrating advancement of the device, deployment of the stent graft, and removal of the delivery system were not available for assessment of the event. Although significant bilateral vessel tortuosity was observed within the external iliac/common femoral arteries, a relationship between the patient¿s anatomy and the reported event could not be determined based on the limited imaging available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft vamf3434c200te was implanted during the endovascular treatment of 350mm in length thoracic dissection. It was reported during the index procedure, vamf3434c200te was deployed normally however, significant resistance was encountered when withdrawing the delivery system from the patient. It was then found that the outer sheath had already been removed from the body, but the tip was still inside the patient¿s femoral artery. With the handle fully retracted and closed, a gap was observed between the tip and the outer delivery sheath. Multiple attempts were made to advance the tip upward and then withdraw it, but it still could not be removed from the body. It was ultimately found that the entire delivery system had separated from the inner core of the tip. In the end surgical cutdown of the access site was performed to retrieve the tip, and the wound was surgically sutured. It was noted that throughout the procedure, there was no loss of guidewire support and the proximal end of the guidewire was positioned in the ascending aorta. It was confirmed that no gaps were observed between the tip and graft cover prior to implantation . The instructions for use were followed during preparation, deployment and removal of the device. The physician has extensive experience implan ting valiant captivia devices. Per the physician, the cause of the tip detachment is undetermined. No excessive force or unnecessary steps were performed during the procedure that could have contributed to the detachment. No additional clinical sequelae were reported, and the patient is fine.